Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 8 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0004. Per the instructions for use, the user is advised the following: when firing the instrument, squeeze trigger firmly as far as it will go. Failure to completely squeeze the trigger could possibly compromise hemostasis. This issue will continue to be monitored through the complaint system to assure patient safety. Note: this report is being resubmitted following an unsuccessful submission attempt on (B)(6) 2021 due to a system error.

Event description:
The sales representative reported on behalf of the customer that the device, 530, clip applier was synthesis of an arterial vessel with the application of clips with crossed branches. The event occurred on (B)(6) 2021 and the procedure is a cholecystectomy. After further assessment, it was discovered that synthesis of an arterial vessel means closing the cystic artery. The procedure was completed. There was no damage to the cystic artery. There was no patient/user impact or injury. The male patient was said to be completely ok. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.